Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 340 mg/dl. Customer also reported that the drive support cap is sticking out of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No prime alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The motor passed motor test.